Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion were found at 8.3 cm- 8.6 cm and at 8.9 cm ¿ 9.3 cm from the connector pin consistent with friction to the device can at two locations.

Event description:
This report is to advise of an event observed during analysis.